Event description:
It was reported that stimulation is turning off. Patient felt stimulation turned on and off. Symptoms started three days before this report. Patient was not sure if the problems were "with the head or the butt". Patient felt stimulation the day of this report, but not at the time of the report. Recharger displayed "all 8 efficiency boxes" and implantable neurostimulator (ins) was 75% charged at the time of the report. Using patient programmer, ins was turned on and stimulation increased to 10.5, but patient still did not felt stimulation. In addition, stimulation was turned up for both programs, but patient still did not felt stimulation. When patient felt the stimulation, it was in the wrong location. Stimulation used to be down right leg, butt and groin area and it was at the device location. There was not known accident or incident related with the symptoms. Patient had doctor appointment scheduled the following week to this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).